Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient would have discharge from his naval and burns on his stomach and thigh with stimulation on. It was also reported that the patient was experiencing burning stimulation from the inside out. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient would have discharge from his naval and burns on his stomach and thigh with stimulation on. It was also reported that the patient was experiencing burning stimulation from the inside out. No further information has been obtained despite good faith efforts. Additional information was received that the patient was reprogrammed to improve pain coverage and remove the slight stim he had in his anterior lower quadrant. The patient had a rash or skin infection that was being treated by his primary care unrelated to the device.